Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 3m74-02 serial # (B)(4) results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4). Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Event description:
The customer noticed an increase in architect havab-m (B)(6) results, where seven patient samples generated initial (B)(6) results and repeated as (B)(6) when havab-m reagent lot 93794hn00 was in use (no data provided by the customer). The customer stated all maintenance was current and reagent package insert guidelines were followed. The customer provided one example of the (B)(6) patient results as follows: sample ID (B)(6) initial result: (B)(6), repeat testing in duplicate: (B)(6), respectively. The customer retested four of the seven initial (B)(6) patient samples with a new lot of reagent and obtained (B)(6) results (no data provided by the customer). There was no impact to patient management as no suspect results were reported out of the laboratory.